Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the connection of the defibrillation electrodes. Another set of electrodes were used successfully. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the returned electrodes and was unable to verify or duplicate the reported issue. The electrodes performed correctly during testing and no damage was observed. The cause of the reported issue could not be conclusively determined. Stryker archived the returned electrodes.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the connection of the defibrillation electrodes. Another set of electrodes were used successfully. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.